Event description:
It was reported that the patient was experiencing pain and trimmers and the procedure was cancelled. The physician noted that there was not anything abnormal with the trial and that the patient may have some type of ocd. Also mentioned the patient was possibly going through withdraw because he had taken all of his pain medication the first night after the trial. X-rays were taken and the leads had little to no migration and remained posterior.

Event description:
It was reported that the patient was experiencing pain and trimmers and the procedure was cancelled. The physician noted that there was not anything abnormal with the trial and that the patient may have some type of ocd. Also mentioned the patient was possibly going through withdraw because he had taken all of his pain medication the first night after the trial. X-rays were taken and the leads had little to no migration and remained posterior. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Sc-5170, (sn: (B)(6). The returned ets was analyzed, passed all tests performed, and exhibited normal device characteristics.